Event description:
Hcp reported at refill of pump, morphine was aspirated and both patient and hcp "saw black flecks in the syringe approximately size of pepper". No report of device explantation. A follow up report will be sent when additional information is received.